Event description:
The customer reported non-reproducible troponin (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system and access accutni+3 calibrator. The customer stated the discrepant results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated quality control (qc) was within range on the day of the event. Quality control (qc) performed after the imprecise patient results passed for all three qc levels. System check and calibration also passed within specifications. No system issues were noted. The instrument was in operation.

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. Service was declined as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.